Manufacturer narrative:
The exposed portions of the soft cannula were observed to be torn on the left and right sides. Inspection of the observed cannula tear found it to have contain a leak. The observed cannula tear was measured to start from 0.7285 inches from the nail head and end at 0.7940 inches from the nail head. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone 15.3. Cgm sensor type: g6.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl at the time of the event. The pod was worn between 36 and 48 hours on their back.